Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an error alarm on his insulin pump, which may have been the result of damage sustained in a car accident. His blood glucose was 307mg/dl at the time of reporting. He was advised to revert to a backup plan. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to loose and or flush motor support disk. The motor was tested outside the device and passed. Prime test was not performed due to motor error alarms. The device was received with stripped battery cap coin slot, cracked case at display window corners, reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and minor scratches on display window.